Event description:
I had to ensure devices implanted in the fallopian tubes before they were approved by the FDA and now seven years later after multiple problems. I'm having surgery this month to have them removed.